Event description:
The customer reported that on 4/18/99 a vasoseal was deployed in the patient following a diagnostic catheterization procedure. Compression was applied with a 10 lb sand bag. Two days later a hematoma was noted. The hematoma was treated with pain medication and an ice pack. The patient's hemoglobin dropped over several days from 14.2 gm/dl to 8.9 gm/dl. The patient was transfused with one unit of blood on 4/20/99. On 4/21/99 surgery was performed to evacuate the hematoma. The patient was stable prior to surgery. No further complications were reported.